Event description:
During a tonsillectomy, it was noticed that there was a burn on the side of the pt's mouth. The settings used were 15 coag and 10 cut. Ice was placed on the burn during the procedure. Triple antibiotic ointment and "lacquer lube" were applied to the burn in recovery.